Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2024, under general anesthesia in order to remove the scar tissue around the abutment site.

Manufacturer narrative:
This report is submitted on april 26, 2024.